Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 00789503202 femoral head provisional lot # 61986916. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00796, 00797.

Event description:
It was reported that the surgeon was attempting to dislocate hip without success during an initial surgery. The femoral head and neck trials would not disengage. The surgeon then used an osteotome to break the femoral head and neck trials apart. All broken pieces were accounted for, and some of the pieces were thrown away by hospital. Attempts have been made, and further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed the devices were returned to the manufacturer for evaluation. Both devices were returned fractured. Damage is too severe for accurate dimensional analysis. Both devices exhibit wear and gouges. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.